Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for right side. Device remains implanted.

Event description:
Patient reported rupture. Later healthcare professional reported "prosthesis ruptured for left side". This record is for right side. Device has been explanted and replaced. It is unknown if device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6.